Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net and the right atrial lead exhibited noise. The patient later presented to the clinic at an unknown date and the device was successfully reprogrammed. The patient was asymptomatic.